Event description:
Information received from facility's maintenance indicated as a nurse entered room and she noticed smoke from under the bed and staff pulled alarm. Noted: smoke only and no injuries.